Event description:
It was reported that a malfunction alarm occurred. Customer experienced a low blood glucose (bg) of 47 mg/dl; cause was unknown. The customer ate honey to treat low bg. Reportedly, the customer had an alternate pump available for insulin therapy.